Event description:
On (B)(6) 2012, it was reported that none of the buttons on the patient's infusion device were functioning. After changing the battery and adapter the infusion device displayed e8 (power interrupt). She was not able to clear the message because the buttons do not function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.